Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that the lots met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis to treat a thoracic aortic aneurysm. In order to increase the landing zone of the device, a carotid-subclavian bypass was performed and the left subclavian artery (lsa) was covered as planned. During the subsequent implant, it was observed that the endoprosthesis had moved too far proximally, unintentionally covering the left carotid artery (lca). It is believed that, at the level of the lsa, the ball-shaped aneurysm was unable to support the initial deployment process of the endoprosthesis towards proximal and distal, offering insufficient aortic wall area to rest on. Additionally, the diameter of the distal landing zone was reportedly smaller and it appeared that at the transition between the aneurysm and the narrower distal landing zone, the device experienced a slight upward movement during the deployment process, pushing it likewise slightly towards proximal, thereby covering the lca. Reportedly, no resistance was felt and no force was applied during the deployment process. To remedy the situation, the lca was immediately punctured and the ostium of the lca was reconstructed with a 9 mm balloon expandable bare metal stent. The patient appeared to have suffered no neurologic damage and was oriented and in full control of his limb movements after the procedure.